Event description:
It was reported to boston scientific corporation that the patient was implanted with a lynx suprapubic mid-urethral sling system during a procedure on (B)(6), 2005. According to the complainant, post-procedure, the patient experienced pelvic pain, infection, urinary problems and other unspecified injuries.all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.